Event description:
It was reported that pump displayed malfunction message. There were no notable events before malfunction. There was no reported adverse impact to the customer. Customer reset pump with guidance from technical support, confirmed malfunction code did not recur, was instructed to continue using pump.